Event description:
Home pt's spouse called baxter's technical service center to report connecting the patient at an inappropriate time during therapy. Per the spouse they inadvertantly had forgotten to reset the pt's machine from previous use. Per spouse, when connected pt and pressed go the spouse immediately noted the machine was in priming and pressed stop. The spouse capped off the pt's transfer set and pt line properly. At that point, the spouse placed the call to the technical service center. The technician walked the spouse through ending therapy on the homechoice machine and reset up with new supplies. The spouse stated they contacted the pt's healthcare professional and were instructed to give prophylactic antibiotics with next treatment. Per spouse no pt injury was associated with this incident.